Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 30 months of support on the lvad, the patient was experiencing random pump stoppages while on the power module. The patient was switched to battery power and went to the hospital for further evaluation. Upon admission, the hospital was unable to reproduce the alarms; however the patient's log file was downloaded from the system controller and submitted to the manufacturer for analysis. A review of the log file revealed a pump disconnected event, pump stop alarms, and multiple pulsatility index (pi) events. An internal percutaneous lead issue was suspected and the hospital required a modified power module patient cable from the manufacturer for the patient's use. Information regarding thorough review of a potential compromise in the percutaneous lead, complications as well as limitations of a modified patient cable was provided to the hospital's vad team.

Manufacturer narrative:
The patient continues to be supported on the modified power module patient cable with no further issues reported. A supplemental report will be submitted when the manufacturer's investigation is completed.